Event description:
It was reported that during a coronary stent procedure, the physician advanced the stent delivery system past the lesion. Upon removal the stent appears to be damaged. No pt injuries or complications occurred.